Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: on investigation, the pump performed normal rewind, prime and fill cannula up to 1.0 unit and delivered accurately. The pump was examined and no damage was found around the piston or the piston cap as alleged. Investigation did not duplicate the alleged defective piston and the pump was found to be operating within the required specifications without damage or malfunction.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; a defective piston. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).